Manufacturer narrative:
Evaluation summary: the device was not returned for review nor were x-rays provided to examine the alignment of the implants. The operative report of when the devices were implanted did not indicate any complications. The zirconia femoral head was recalled in 2001 due to fracturing of the femoral heads. The recall has been completed and no further MFR or marketing of the zirconia femoral head 9030 family occurs. The mfg records indicate that the devices were manufactured, inspected, and packaged to specs. Since the devices were not returned, further engineering analysis cannot be performed. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised for a broken femoral head.